Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative. It was reported that there was soreness around battery site. Explant was planned but had not happened at time of report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the soreness around the ins site was not determined. The soreness around the ins site was partially resolved. The device was explanted and was not returned to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead, UDI#: (B)(4), ubd: 2013-08-10. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via manufacturer representative: the product was successfully explanted. No further complications were reported/anticipated.